Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was blood in the hub, inflation lumen, guidewire lumen, and balloon. The balloon, markerbands, and bonds were microscopically and visually examined. The balloon was loosely folded. There were numerous kinks throughout the hypotube. Microscopic examination of the balloon revealed a 10mm longitudinal tear in the balloon wall from the proximal to distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was consistent with the reported information. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal right coronary artery (rca). Following plain old balloon angioplasty, a 3.25mm x 8mm nc emerge® balloon catheter was advanced to dilate the lesion. However, during the first inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.